Event description:
It was reported there was no stimulation sensation at 2.50. Patient had a procedure the previous day and their programmer somehow ended up with the health care provider so the office gave them another programmer to use. Patient did not feel stimulation and thinks the programmer was not working. Patient would be getting their programmer back the following day. Patient had not had an increase in symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v350509, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).